Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to turn the implant on for the past week. The patient had a cat scan and the MRI, and was unable to turn on the implantable neurostimulator (ins) on after. The recharger had just a blank screen. Not able to adjust stimulation, the patient saw the charger ins screen. The patient connected with the recharger and started to charge. The patient reported the normal ins charging screen coming up, which was not what she had seen since the cat scan/MRI. The recharger battery level was half full and the ins battery was charging the first quartile. This action resolved the issue. The patient recently had an MRI and cat scan for a back problem and back pain. Their back was damaged and had gotten more so. This existed before implant.